Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, the most likely cause for the reported event is that the balloon was not lubricated. The instruction manual warns users ¿. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury.

Event description:
Olympus was informed that one of five balloons popped off the tip of the scope and fell into the patient¿s lung during a linear endobronchial ultrasound (ebus) procedure. The device fragment was retrieved using an unknown device. The surgeon reported the balloon had not been lubricated prior to being inserted into the patient. As a result of the first balloon popping off, four other balloons were tested and failed prior to insertion as two balloons were found to have holes and two other balloons popped off the tip of the scope. All of the balloons used were inflated less than 20mm and had not been tied off with thread. The scope was not being withdrawn when the incidents occurred. The intended procedure was completed with a similar device from a different lot. There was no patient injury reported.